Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays motor fault and ventilator inoperable alarms. The customer performed troubleshooting, but the issue was not resolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.